Manufacturer narrative:
H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that m5 handpiece had stuck drill. There was no reported patient impact. Additional information received after follow up that event occurred after the surgery. Product analysis of the handpiece found that the base piece of the drill was in the handpiece.

Manufacturer narrative:
H3: product analysis of the device confirmed the reported event that the base piece of the drill was in the handpiece collet and noted that the drill had to be cut to disassemble the handpiece; the handpiece ran rough and very noisy, the motor was worn; the housing was damaged; the device was heavily polluted internally; the parts were very contaminated and calcified; and some parts could not be disassembled due to corrosion. Visually, the inner shaft was broken 0.57 inches from the distal end of the inner hub when returned and the outer hub was broken into multiple portions. The outside diameter of the outer hub has scratches and indentions that were consistent with tool marks. Additionally, a 0.57-inch portion of the inner shaft was returned. The distal outside diameter of the inner hub had deformation. The outside diameter of the inner hub shall be 0.330 ± 0.002 inches and measured 0.329 inches in the undamaged area and up to 0.367 inches in the deformed area which was out of specification. The inner and outer hub bushings were rough and worn. Functional testing could not be performed due to the broken state of the device. H6: initially submitted code fdr c21, fdm b21, fdc d16 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.